Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that while cleaning the generator site of scarring an infection was observed. The patient had a full explant as a result. The patient currently does not have any device implanted as the entire lead and generator were explanted. After the doctor had replaced the original generator and checked the connection, the doctor indicated that he was going to work on cleaning up some scar tissue. As he was working on that scar tissue. He indicated that there was some granulation signs of infection. Subsequently, the doctor stated that the area around the lead was infected, and that he was going to remove the entire system. The explanted devices were discarded device history records were reviewed. Both the devices passed all functional specifications and quality tests and were sterilized prior to distribution. Per the physician, the believed cause of the infection is due to the extrusion of the device over time. Also the believed cause of the scaring is from the previous vagal nerve stimulator under the armpit. No other relevant information has been received to date.